Event description:
It was reported that cisplatin 560.5ml bag was programmed to infuse over one (1) hour. However, "some medication remained" when infusion was completed. There was patient involvement but no harm. Bd received additional information. It was reported that the medication was intended to infuse at 561ml/hr. Over 60 minutes. Per customer, "IV was made with IV robot with to a calculated and re-verified volume of 560.5 ml."

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the device under infusing cisplatin was not confirmed during laboratory testing or a review of the device logs. Results from a timed rate accuracy testing demonstrated the device to be delivering fluid within specification. Additional rate accuracy test performed on the administration set results showed that the returned administration set was found to be delivering fluid within specification. A review of the pcu event logs showed that on (B)(6) 2024 at 9:37:53 am the suspect pump module was selected for programming; cisplatin; rate=561 ml/h; volume to be infused (vtbi)=561 ml; drug amount=40 mg; primary volume infused (pvi) at the start of infusion=34.739 ml. At 10:38:34 am the device completed the infusion. Pvi was recorded as 595.764ml total cisplatin infused was calculated by dchu as: 595.764 ml (total at end of infusion) - 34.739 ml (total at start of infusion) =561.025 ml. An external and internal inspection of the suspect pump module s/n (B)(6) exhibited the following: no obvious issues or anomalies were observed with the returned device. All components inspected were manufactured by bd. An external inspection of the suspect administration and extension sets exhibited the following: the extension set presented multiple bending marks along the tube, most likely caused by shipping. All sets inspected were manufactured by bd. The alaris system user manual (v12.1) states that pump module characterization studies demonstrate that flow rate accuracy degrades as conditions change from standard operating conditions as listed: conditions that shift flow rate accuracy down: pump module below patient heart level. IV fluid bag lowered below pump module (negative head height). Back pressure caused by high viscosity infusates, small inner diameter catheters, and small-bore tubing. A combination of foreseeable worst case intended use conditions, based on the above list, may result in rate accuracy exceeding + (or) - 5% at flow rates greater than equal 1 ml/h and from -8% to +5% at flow rates less than 1 ml/h. When using microbore infusion sets for epidural delivery: follow epidural precautions (bd alaris tm pump module epidural on page 65). Treatment for hypovolemic shock: dextran 40 (viscous solution) 10 inches below patient heart level34 inches above center of primary pumping segment set with standard bore tubing (24200-0007) with 0.2 micro m filter (10012217) with catheter 7fr 18 inches for rates up to 999 ml/h present an average rate accuracy of -5.23%, ranging from -11.35% to 0.89%. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pump module s/n: (B)(6) work order (wo): (B)(4). Device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Concomitant point of care unit module s/n: (B)(6) wo: (B)(4). The device referenced in this file was associated with other devices that were the source of the complaint. Reference the source device files (B)(4) for conclusion. This file can be closed based on this fact. No further investigation of this device is necessary. Dchu will not cover any costs associated with this device. Root cause: the root cause of the report of the device under-infusing cisplatin was not identified during the investigation. Review of the device logs and laboratory testing performed demonstrated the device was operating as intended, and no fault was found.

Event description:
It was reported that cisplatin 560.5ml bag was programmed to infuse over one (1) hour. However, "some medication remained" when infusion was completed. There was patient involvement but no harm. Bd received additional information. It was reported that the medication was intended to infuse at 561ml/hr. Over 60 minutes. Per customer, "IV was made with IV robot with to a calculated and re-verified volume of 560.5 ml."

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.